Manufacturer narrative:
The tip used during the case was returned and evaluated. The investigation results confirmed a tear in membrane of tip, but unable to determine how the tear occurred. The technical user's manual discussed examining the treatment tip. Prior to commencing treatment, inspect the treatment tip for signs of damage or wear. Ensure that the treatment tip surface is free from any scratches or other damage. Routinely inspect the treatment tip surface for damage or wear during treatment or if the tip makes contact with any surface other than the patient's skin during treatment. It is recommended that the condition of the patient's skin and the treatment tip membrane be carefully monitored throughout the treatment process. If the treatment tip produces any uncharacteristic tissue outcomes (e.g. Burns) and/or shows visual signs of membrane breakdown during treatment, discontinue use. Additionally, the technical user's manual lists burn as a possible adverse patient reaction. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device.

Event description:
It was reported that while being treated with a radio frequency device (20-30 shots into treatment), the patient received a thermal burn on her right cheek. Reported the physician had checked the tip regularly and noted the edge of the treatment tip was not "smooth" at the time of the event. The patient is reported to have sustained a "deep scar" at the burn area currently being treated monthly by the physician with a skin resurfacing laser. Reported the scar may take 4-6 months and pigmentation is expected to disappear earlier.